Manufacturer narrative:
The product was tested in the repair department. It was not possible to reproduce a malfunction with this device. The only noticeable deviation was, that the product was past due for the required service check since (B)(6) 2017. In relation to this there was an older software version running on the device. But both does not explain the reported speed up. It was found that the used motor had worn out ball bearings. This causes that more power is necessary but is still not a reasonable explanation for a speed up.as the treatment is split up into up to 10 single steps, and for each step the torque and speed range can be programmed it is not comprehensible why the motor should spike in rpm - assumed that the selected settings have been appropriate. According to the settings the motor is limited in speed. It is not possible to identify any problems with the product. (B)(4).

Event description:
Described is that during an implant procedure the attached motor suddenly spiked in rpms and drove the implant down into the lower mandible. Doctor was able to back out the screw and place the implant. No known impact to the patient. No details about age and gender supplied.